Event description:
Legs on ems stretcher collapsed when unloading stretcher from the ambulance with patient on board, causing foot of the stretcher to drop. Medic attempted to support stretcher and caught her right arm between lower handrail and the extension handle, causing injury to right forearm and wrist. Medic was seen in the ER and had xray of right forearm and wrist. No fx observed. FDA safety report ID# (B)(4).